Event description:
Boston scientific reported that the atrial lead failed to capture. At a clinic visit on (B)(6) 2015 high intermittent rv capture threshold 4v @1ms. At a clinic visit on (B)(6) 2015 the rv output was programmed to max (7.5v at 1ms). In (B)(6) 2015 the rv lead was reprogrammed to 4.5v at 1.0ms. The rv lead continues to be elevated on the 18-month and 24-month follow-up. From 1.4v at 0.5ms to 4.5v at 2.0ms. It is unclear if this report is on the ra or rv lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.